Manufacturer narrative:
No product was returned for evaluation as no product problem was alleged. Radiograph provided. Review of the reported event identified surgeon noted an insufficient construct requiring extension. No product malfunction suggested or identified. Patient is reportedly doing well post-op. No additional investigation required. Labeling review: "...potential adverse events and complications potential adverse effects resulting from use of the coalesce thoracolumbar interbody fusion system include, but are not limited to, the following: loss of fixation in bone. Pain, discomfort and abnormal sensations due to presence of the implant. Adverse effects may necessitate re-operation, revision or removal surgery. Implant removal should be followed by adequate postoperative management..." "...warnings and precautions: correct selection of the coalesce thoracolumbar interbody fusion system implant components is extremely important. Carefully select the appropriate device size based on the needs of each individual patient..."

Event description:
On (B)(6) 2021 a spinal procedure was conducted at t10. On (B)(6) 2021 a follow-up visit occurred due to reported immediate back/leg pain. The surgeon noted he should have gone to pelvis. On (B)(6) 2021 an anterior lumbar interbody fusion revision surgery was conducted where the cages were removed and the construct was extended to the pelvis.